Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance. The lead was explanted.

Manufacturer narrative:
Final analysis found that the distal insulation was breached at 17.5 cm from the connector end. A suture sleeve tie mark was noted on the proximal insulation at the same location. The damaged distal insulation could account for the reported low lead impedance.